Manufacturer narrative:
Block h6: device code a0401is being used to capture the reportable event of suture break. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the suture broke where the suture connects to the anchor. The procedure was completed with a new overstitch suture. There was no patient complications reported as a result of this event. Note: this is the first of two overstitch sutures used in the same procedure.